Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the front cover was broken on the b side corner. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Note: this reported complaint was confirmed. The root cause was attributed to component failure. See scanned pages.